Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, which caused the pump to shut down. The customer provided a blood glucose (bg) of 104 mg/dl and also indicated that the bg was within range during the event. Tandem technical support instructed the customer to charge the pump completely and monitor the battery performance. Customer acknowledged. Upon follow up, the customer indicated that the battery depletion rate was within normal parameters.